Manufacturer narrative:
The MFR has requested, but not received, the treatment data files. Without treatment data files, it can not be confirmed which alarm was triggered and resulted in a red light, a warning tone and stopped pumps, which is intended when the machine triggers a warning or malfunction alarm.

Event description:
The customer reported that a red light was illuminated and a warning tone was sounded. All pumps stopped. No alarm screen was displayed, the machine still displayed the status screen. The operator turned the machine off and returned blood manually. The machine was reprimed and the pt was reconnected. The treatment was continued without further issues.